Event description:
It was reported that laser fiber would not feed through instrument channel in the single use urs scope. Flexible urology single use scope was used in procedure and laser fiber would not feed through instrument channel. Laser fiber could not pass through the instrument channel. No negative impact in state of health reported. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number:(B)(4).

Manufacturer narrative:
Device evaluation:as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. Based on the available information, the fault description and similar complaints, the most likely cause is a narrow transition in the working channel, which makes it difficult, but not impossible, to feed the laser fiber. The event is filed under internal karl storz complaint ID: (B)(4).